Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed. The reported activation failure could not be confirmed due to the condition the device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the noted outer member tear and reported leak; however, factors that may contribute to torn outer members and leaks include, but are not limited to, manufacturing damage, material damage, mishandling by user, interaction between the device and other accessory devices and interaction with difficult anatomy. The reported activation failure appears to be related to operational context as it is likely the reported leak prevented the balloon from inflating causing the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for eval updated from 'no' to 'yes'. H3 - device returned to manufacturer? Updated from 'no' to 'yes'. H6 - type of investigation code 4114 removed and 10 added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak; however, factors that may contribute to leaks include, but are not limited to, manufacturing damage, material damage, mishandling by user, interaction between the device and other accessory devices and interaction with difficult anatomy. The reported activation failure appears to be related to operational context as it is likely the reported leak prevented the balloon from inflating causing the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed and mildly calcified vessel in the mid left anterior descending (lad) artery. Pre-dilatation was performed and the 3.5x38mm xience proa stent delivery system (sds) was advanced to the target lesion with no resistance, however, after two attempts to inflate the balloon the stent did not expand. The stent and the sds were removed and was carefully checked and once it was flushed, it was noted to have some leak 10-15cm proximally to the scaffold. Another sds was used to complete the procedure. There was no reported adverse patient effect and there was no significant delay in the procedure. No additional information was provided.